Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that it was noted that the ventricles of the patient's brain became too large and the doctor tried to decrease the pressure of the valve, however, the valve could not reprogram the pressure. It was also found that the peritoneal catheter detached from the valve and dropped into the abdomen. Three months later, the device was replaced. The patient's condition was improved.